Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions breaching outer insulation and exposing outer coil at 9.2 cm to 10.5 cm and 47.3 cm to 47.8 cm from the distal tip due to friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.